Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Event description:
It was reported that the patient was infused at a speed of 5 ml/hour and total amount of 240 ml and after the treatment period, the total infused amount was too low, and data of the pump says that the infused amount was correct. Per reporter, the event occurred while in use with patient and the event occurred at patient¿s house. No harm/adverse event was reported. No medical intervention was needed.

Manufacturer narrative:
D4: primary di number is unknown. E1: phone number (B)(6). G4: FDA premarket submission number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.